Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headache"), arthralgia ("joint pain with neck stiffness"), musculoskeletal stiffness ("joint pain with neck stiffness"), mood swings ("mood swings"), abdominal distension ("bloating") and allergy to metals ("possible nickel allergy"). The patient was treated with surgery (essure removed with salpingectomy and bilateral uterine horn resection.). Essure was removed. At the time of the report, the pelvic pain, headache, arthralgia, musculoskeletal stiffness, mood swings, abdominal distension and allergy to metals outcome was unknown. The reporter considered abdominal distension, allergy to metals, arthralgia, headache, mood swings, musculoskeletal stiffness and pelvic pain to be related to essure. The reporter commented: 6 months after insertion, there was headache, joint pain with neck stiffness. There was also mood swings, chronic pelvic pain, bloating and possible nickel allergy. Patient was completely transformed since the removal of essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headache"), arthralgia ("joint pain with neck stiffness"), musculoskeletal stiffness ("joint pain with neck stiffness"), mood swings ("mood swings"), abdominal distension ("bloating") and allergy to metals ("possible nickel allergy"). The patient was treated with surgery (essure removed with salpingectomy and bilateral uterine horn resection.). Essure was removed. At the time of the report, the pelvic pain, headache, arthralgia, musculoskeletal stiffness, mood swings, abdominal distension and allergy to metals outcome was unknown. The reporter considered abdominal distension, allergy to metals, arthralgia, headache, mood swings, musculoskeletal stiffness and pelvic pain to be related to essure. The reporter commented: 6 months after insertion, there was headache, joint pain with neck stiffness. There was also mood swings, chronic pelvic pain, bloating and possible nickel allergy. Patient was completely transformed since the removal of essure. Most recent follow-up information incorporated above includes: on 30-jan-2019: pharmacist informed that about 6 months after insertion, there was headaches, joint pain with neck stiffness, mood swings, chronic pelvic pain, bloating (events confirmed). Essure were removed with salpingectomy and bilateral uterine horn resection. Reporter type changed to pharmacist, causality updated to possibly related. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache, arthralgia ("joint pain with neck stiffness"), musculoskeletal stiffness ("joint pain with neck stiffness"), mood swings, abdominal distension ("bloating") and allergy to metals ("possible nickel allergy"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, headache, arthralgia, musculoskeletal stiffness, mood swings, abdominal distension and allergy to metals outcome was unknown. The reporter considered arthralgia, headache, mood swings and musculoskeletal stiffness to be unrelated to essure. The reporter considered abdominal distension, allergy to metals and pelvic pain to be related to essure. The reporter commented: 6 months after insertion, there was headache, joint pain with neck stiffness. There was also mood swings, chronic pelvic pain, bloating and possible nickel allergy. Patient was completely transformed since the removal of essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.